Manufacturer narrative:
(B)(4). Batch # n55d98. The analysis found that one pcee60a device was returned in good visual condition and with two ecr60d cartridge reloads present. The reload (b) was received unfired. The reload (c) was received partially fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during right hemicolectomy, the device was stopped after the first firing. The knife was come back to the home position for opening jaws by pressing manual over ride button, not reverse button. The device was not fired after a new cartridge replacement. A linear cutter was used to complete the case. There were no adverse consequences to the patient.